Event description:
Reporter alleged that compact blood glucose test strips were missing the expiration date from the vial label. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.